Event description:
While manipulating the guide wire during a dialysis graft declot procedure, the physician watched under fluoro as the wire formed a knot. The guide wire fractured and an additional cut down procedure was needed to remove the fractured tip. The patient is now doing well with no long-term impairment or injury as a result of this event. This report represents the first of four related events reported at the same time to merit medical systems by the same hospital.